Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this patient with this right atrial (ra) lead and pacemaker due to minute ventilation (mv) noise and oversensing. Ra pace impedance measurements were greater than 3,000 ohms, resulting in a lead safety switch (lss), and the pacemaker was in unipolar mode in the ra. It was noted that several atrial tachy response (atr) episodes showed a pause in pacing. Technical services (ts) discussed this was due to in office testing and could be seen on several episodes. Ts noted the post ventricular pace could be seen. The plan was to reprogram the device. This ra lead remains in service. No adverse patient effects were reported.